Event description:
It was reported the pt experienced only marginal relief from device. The pt reported having difficulties maintaining coupling and charging of the device, so she "turned the therapy off so she wouldn't have to charge". The patient had lost 40 pounds since the time of implant and the device was a "little loose" in the pocket. Additional info received indicated the device had overdischarged and a por and occurred. A physician mode recharge was done and the device was able to charge normal in the clinic, but the patient was unable to charge at home. A physician mode recharge was attempted again, but after 10 minutes, they saw a por message. They were unable to get further coupling. Consideration for replacing the device with a non-rechargeable device was discussed. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.